Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max), and a guidewire. It should be noted that the patient's anatomy was tortuous. During the procedure, while retracting the red72 during the first pass, the physician experienced resistance. The red72 was then found to be stretched and fractured at the proximal end. Therefore, the neuron max and the red72 were removed together, and the red72 was then removed from the neuron max. The procedure was completed with the same neuron max and a stent retriever. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned red72 confirmed a fracture near its proximal end, and the support coils unraveled at the fracture site. The unravelling of the support coils is likely the reported stretching. Further evaluation revealed a yield mark near the fractured site, indicating that the red72 was kinked prior to fracturing. If the red72 is retracted against resistance at an angle, damage such as a kink and subsequent fracture may occur, causing the support coils to unravel during further retraction. It was reported that the patient's anatomy was tortuous. This likely contributed to the resistance during retraction of the red72. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.